Event description:
It was reported the pt is experiencing pain at this ipg site whether the stimulation is on or off. The pt stated he feels his ipg is moving inside the pocket. The pt has an appointment with his physician to evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.